Event description:
It was reported that the device delivered inappropriate shock due to atrial fibrillation with rapid ventricular response. The event was resolved by rate control. The patient was stable.